Event description:
It was reported that during preparation, the device was broken into two pieces. During preparation, it was noted that the stent delivery system catheter was in two pieces. There was no patient contact with the device.

Manufacturer narrative:
The device was returned in two sections as a result of a break in the hypotube. Visual and microscopic examination of the device revealed that the hypotube had broken approximately 19.7cm distal from the catheter strain relief. The device appeared to have been kinked at the point of separation. No other kinks or damage were noticed along the shaft of the device. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the reported complaint cannot be determined.